Event description:
It was reported during a routine field service maintenance visit, the bur sheared off inside the handpiece. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
H2: device not returned for evaluation. D4: full UDI is not available due to missing catalog and lot number. H6: the quality investigation is complete.

Event description:
It was reported during a routine field service maintenance visit, the bur sheared off inside the handpiece. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.